Event description:
It was reported when using the pyxis medstation es system, experienced with pyxis offline. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the pyxis system continued to experience disconnections from the pyxis i.t. Network. A field service engineer successfully restarted the rss services at the station, which had an active network connection. The system functioned as intended after the field service engineer had troubleshot the device.